Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's wake button was not working. After plugging the pump into a power source, the pump display came on and the pump features were able to be accessed. The customer's blood glucose (bg) level was 329 mg/dl with a trace to moderate level of ketones and a correction bolus was delivered via the pump. The customer was to use insulin pens to manage diabetes.